Event description:
It was reported that the patient experienced frequent low blood glucose while using the ilet pump, consulted their healthcare provider regarding switching to another pump, and requested a return based on a conversation the provider reportedly had with a company representative. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included complaint intake review and confirmation of troubleshooting and education with the patient. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.